Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to patient had discomfort due to astigmatism and blurred vision. The lens was exchanged for a different model icl lens and the problem was resolved.